Manufacturer narrative:
H11: the event history log showed several volumes to be infused (vtbi), programed at 990 ml, 800 ml, 200 ml, 950 ml, 100 ml, 1000 ml, 100 ml, and 1000 ml. On the first bag, there were six downstream occlusions (dso). Dso alarms may indicate there were partial/borderline occlusion conditions, which could cause under-infusion. The device was tested at the user facility and no issues were observed therefore the pump was put back into service. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused and the patient subsequently died. The patient reportedly was initially transported to the hospital via med flight after reportedly suffering burns to 95% of their body. The customer reported that the patient was intubated en route. The patient was reported to have arrived at the hospital in critical condition and was ¿rushed¿ to the operating room for an escharotomy due to swelling. The patient reportedly wasn¿t receiving enough oxygen from the ventilator. At an unspecified time in the hospital the novum pump reportedly was programmed to run 1000ml of normal saline at 999ml/hour. When the pump reportedly alarmed, the infusion completed and the volume to be infused was reported to have read ¿zero¿ on the screen. The medical staff reportedly observed that the normal saline bag still had approximately 250-300ml remaining in the bag. That night the family was informed of the patient¿s condition, and it was reported that ¿limited care¿ was requested be given to the patient. The patient reportedly expired the following day at 00:55. An autopsy was not performed. The reporter stated: "no official death record was available; however, ¿the likely cause of death would have been cardiac arrest ultimately, secondary to 95% burns.¿ the hospital biomedical department reportedly tested the device the same day, and the technician could not duplicate the reported issue; therefore, the pump was put back into service. No further information was available at the time of this report.